Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness, headache, asthma and respiratory tract irritation. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 22/08/2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness, headache, asthma and respiratory tract irritation. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil observed the following from an external and internal inspection. A dust like contaminate on the ui (user interface) panel, ui knob, top enclosure, bottom enclosure, rear panel, blower motor, and the blower box. Evidence of liquid spots with potential mineral deposits on the blower motor and blower box. Potential no clean flux on the sd (secured digital) card slot on the pca (printed circuit assembly). The device was returned missing the accessory module and sd cover flip doors, sd card, philips pollen filter, and the 2 screws that secure the top and bottom enclosures. A keratin-like substance was observed on the blower box outlet. ER-2243857 v.01 addresses the issue of keratin. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. There were zero errors logged. Evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 v.01. Pil is unable to directly address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval and date returned was updated. In box h: (device) problem code grid, device eval. By mfg, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.